Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8x16 mm grafmaster stent was inserted to treat a perforation in the mid left anterior descending (mlad) coronary artery, but it was not able to cross the mlad due to the patient anatomy. The undeployed graftmaster was removed from the anatomy. A 4.0x15 mm non-abbott nc balloon catheter was inserted and inflated in the mid lad. The treating physician consulted with two other physicians and made the medical decision that the perforation will self seal. The procedure concluded at 3 p.m. On (B)(6) 2019. The patient was brought back to the catheterization lab on (B)(6) 2019 at 1 a.m. For pericardiocentesis. After the pericardiocentesis was performed, a coronary angiogram confirmed that the perforation had sealed. Since then, the patient has seen the physician and was reported to be doing well. No additional information was provided.